Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13828. The pt was not receiving effective stimulation. It was reported a sjm rep met with the pt for reprogramming and attempted to increase the amplitude during the session; however, the pt was barely feeling any stimulation. The lead impedances ranged from low to ok, other programs could provide stimulation but was not able to maintain effective therapy. The pt was to consult with her surgeon on treatment options. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.